Event description:
It was reported that during an associated lead revision procedure, the right atrial lead exhibited an insulation abrasion. Since noise was not detected and diagnostics were stable, the physician elected to repair the lead. The lead remained implanted. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.